Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 12f amulet delivery sheath. Landing zone measurements used for device sizing were 16mm, 18mm, and 17mm at the 0°, 45°, and 90° positions. The device size was determined based on angiography and echocardiography, which were also the imaging modalities utilized during the procedure. During the attempt to retract the device into the sheath, a loss of connection between the occluder and the delivery cable was observed. As the device had not yet been implanted, the occluder completely dislodged rather than shifting at the intended implant site. The physician believed that the device had not been properly attached to the delivery cable, contributing to the loss of connection during recapture. The close criteria were not satisfied, as the device did not fit adequately, and although a tension test was performed, it was deemed insufficient. During recapture, the device detached from the cable. The patient had a pacemaker, and left atrial pressure at the time of the procedure was above 12mmhg. Approximately 1.5liters of fluid were administered continuously and left atrial pressure measurements were repeated afterward. The device was not implanted; therefore, no device shape at implant could be determined. Following detachment, the occluder embolized from the left atrium into the left ventricle. Attempts to retrieve the device with a snare were unsuccessful due to interaction with the mitral valve and concerns for potential damage. Imaging that identified the embolization was performed via angiography. The patient remained hemodynamically stable, and no obstruction to blood flow was caused by the embolized device. It was noted that the patient was initially ¿dry,¿ and the left atrial appendage size increased as fluids were administered, contributing to difficulty during multiple recapture attempts. Surgical retrieval of the embolized occluder was required and was considered an emergency intervention to prevent permanent impairment or death. There was no clinically significant procedural delay reported.

Manufacturer narrative:
An event of premature separation and device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. A cine review was completed and concluded two still fluoro images show the amulet embolized in the left ventricle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported premature separation could not be determined. It is possible that procedural circumstances (insufficient attachment between prosthesis and delivery cable). The reported device embolization is related to the device prematurely separation. Interventions were performed, as the device unsuccessfully snared and surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a